Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 12, 2024, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert from the system.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2024 around 05:42pm. The user mentioned that the sg at the time was 115 mg/dl while the bg was 44 mg/dl. A review of the dms data revealed that the sg value was 117 mg/dl at 6:43 pm and bg was 44 mg/dl at 6:42 pm. The user did not receive any low glucose alert at the time of event because the sg never went below the low glucose alert level. The user did not seek medical treatment and resolved the event by eating something. A review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion. It was determined that the sensor had deviated from its normal behavior and a sensor replacement was offered to the user due to system performance, which was document under complaint: (B)(4) (MFR#: 3009862700-2024-00961) further investigation on the sensor and the results will be reported under complaint: (B)(4). B4: date of this report 25 october 2024. G3: date received by the manufacturer? 21 october 2024. H3: device evaluated by manufacturer? Yes. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.